Event description:
It was reported that the 6800 system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The single board computer upgrade kit and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.